Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that insulin pump while attempting to set basal rates. Customer's blood glucose was 160 mg/dl. During troubleshooting, alarm history showed an unexpected restart alarm and a signal too low alarm. Customer states that insulin pump was not stored for an extended period of time and that alarms happened shortly after inserting new batteries. Customer was advised that insulin pump would need to be replaced.